Event description:
The patient stated that she continues to have infusion sets that leak at the housing. She stated the most recent incident occurred in january and she discovered the leak when she removed the site and the adhesive was wet. Her blood glucose was elevated to 300 mg/dl. She changed her infusion site and tubing and gave herself an injection to lower her blood glucose. She stated she is "sluggish" and has a dry mouth when her blood glucose is high. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.